Event description:
It was reported that the promus 3.5 x 28 mm stent was advanced to treat a lesion in the severely tortuous distal right coronary artery, but could not cross the lesion despite multiple attempts with force being applied. The stent implant, at this point, was suspected to be loose, and the physician opted to remove the 3.5 x 28 mm promus and proceed with a smaller 3.0 x 23 promus stent. The second promus was successfully deployed to cover the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)-excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. It was reported that multiple forceful attempts were made to advance/cross the lesion. It should be noted that the japan promus everolimus eluting coronary stent system instruction for use states resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. In this case, it is likely that the reported IFU deviation directly caused or contributed to the reported stent movement.